Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charged and will boot test was performed and failed. The receiver download test and functional test was not able to be performed. An internal inspection was performed and failed due to moisture damage. The allegation was confirmed. The probable cause was determined to be moisture damage.